Event description:
Healthcare professional reported "rupture with intracapsular diffusion of silicone", "capsular contracture baker grade I", and "siliconome". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: siliconome, rupture. Cont e1 phone number- (B)(6).